Event description:
Per the clinic, the patient became a non user of the device due to unknown reasons; therefore the device was explanted when an MRI was needed. Reimplantation is not planned at the time of this report.

Manufacturer narrative:
(B) (4).

Event description:
Reporter alleged obtaining discrepant blood glucose results of 285 mg/dl back to back with a result of either 135 or 140 mg/dl when testing was performed one minute apart on the advantage system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
(B) (4)